Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. The previous service of the device was unrelated to the current complaint. A visual and functional test was performed, and the reported issue was duplicated as the device alarmed last error code (lec)1720 upon starting. The backup capacitor will be replaced to solve the issue. The front and rear housing will also be changed.

Event description:
It was reported that the device exhibited a ¿lasting alarm". There was unknown patient involvement.